Event description:
The customer reported repeatable false high access total hcg (part a85264, lot 539162) results for one patient on their dxi800 analyzer (part 973100 serial number (B)(6). The patient presented with lower abdominal distension and pain, more severe on the right side, accompanied by back pain that began approximately one week prior. On may 13th, the patient arrived at the customer's hospital where a b-ultrasound showed a liquid dark area in the adnexa and pelvis, with the presence of blood flow signals. The patient was diagnosed with uterine polyps and hydrosalpinx. On may 14, an hcg test yielded a result of 225.52 miu/ml (reference range: 0¿5 miu/ml), leading clinicians to suspect an ectopic pregnancy. On may 15, repeat blood draws were performed, and hcg was measured three times, producing results of 118.74 miu/ml, 202.1 miu/ml, and 223.74 miu/ml. All results remained positive, the patient was given mifepristone treatment. Subsequently, the patient had multiple blood tests for hcg on may 18th and may 20th.and the results showed poor reproducibility, but all were positive. Clinical doubt that the results were abnormally high. On may 20th, the customer tested the sample on the lifotronic platform, the result was <0.5. The customer then tested all samples from the previous days of this patient on the lifotronic platform, and the results were all negative. No hardware error messages or issues with other assays were reported in connection with the event. System performance indicators such as system check, calibration and qc (quality control) at the time of the event were not provided for review. No issues with sample integrity were reported by the customer. A beckman coulter lss (laboratory solution specialist) was dispatched to customer site.

Manufacturer narrative:
A1: the full identifier for this report is (B)(4). A3:the patient is a female. A2, a4 and a5: the customer did not supply patient demographics such as age, date of birth, weight, ethnicity or race. H3 and h6: a beckman coulter laboratory solution specialist (lss) was dispatched to the customer's site. The lss selected additional samples with hcg concentrations of 100¿200 miu/ml for repeat testing and reproducibility assessment. The results demonstrated good performance, indicating no issues with the instrument or reagents. The lss diluted the sample of the patient from may 20th for testing, following threefold, fourfold, and fivefold dilutions, all results were negative. It is suspected that there is interference in the sample. An interference testing, using different blockers, was then carried out on dxi 800 analyzer. The blocker used in the interference testing consist of mouse, hbr-1, poly-mak, goat igg and rabbit iggs which are animal derived antibodies. This interference testing demonstrated the presence of interfering substances since the addition of blockers (hbr-1,poly-mak and rabbit igg) significantly lowered the signal.per the hcg instructions for use (IFU), par number (a85264) b29061 p, it states: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Hama, that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in-patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. In conclusion, the investigation demonstrated that heterophile interference, is the cause of the falsely elevated hcg results. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.